Manufacturer narrative:
Six used samples were received to perform an investigation. A device history record (DHR) review of the complaint lot number was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing was performed by filling the cuff with 5cc of air. With inflation of all six samples, inflation occurred on one side only. Following, the pilot balloon was manipulated and the cuff inflated completely. After the whole cuff inflated, the cuff was deflated and inflated four times. Each time, the cuff inflated completely. The instructions for use (IFU) inform the user to attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube. The reported problem was not confirmed. No root cause could be determined as the complaint could not be confirmed. A corrective and preventive action (CAPA) was initiated to address this trend. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a hospital pre-test of the trach tube, the cuff would not inflate. No patient injury was reported.